Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the maverick 2 catheter was received inside a maverick 2 product pouch that matched the information on the device. There was a complete separation of the hypotube. The hypotube separation was 56cm from the edge of the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There was no evidence that the separation was attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during preparation for a percutaneous intervention procedure a balloon catheter shaft broke off at the hub. The 2.5 x 12mm maverick mr 2 balloon catheter was being loaded on an unspecified guide wire, but the shaft broke off at the hub, outside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. However, device analysis revealed shaft fracture damage.